Manufacturer narrative:
D9: date returned to mfg 4/22/2024. One device was returned for evaluation. Visual inspection revealed the top case chipped in the front left corner, no power, and power receptacle was missing. The event history log was unable to be reviewed as the pump would no power up. Functional testing was able to replicate the reported issue; the pump powered up with the reported alarm. The root cause was determined to be the main board and the pump was dropped or mishandled by the customer. The main board and top case were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a system failure: positive supply background test and a broken top bezel. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.